Event description:
It was reported that the right atrial lead was capped and not replaced when the device was downgraded from a dual-chamber to single-chamber pacemaker because the patient was in chronic atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead was explanted, at the time of normal device replacement, during which the device was downgraded from a dual-chamber to single-chamber pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Followup information revealed that the atrial lead was capped and not replaced because the patient was in chronic atrial fibrillation and the device was downgraded from a dual-chamber device to a single chamber device. Thus there is no complaint on the lead.